Manufacturer narrative:
(B) (4). This is an initial report. The product has been received for investigation and a final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving an adc meter reading of 374 mg/dl that was higher as compared to a lab reading of 172 mg/dl. Both readings were obtained within 10 minutes of one another. When plotted on the parkes error grid, the result fell within the "c" zone showing the difference in values is considered clinically significant.